Manufacturer narrative:
Investigation summary: bd received 166 samples for investigation. Of these, 20 returned samples were used for functional tests, and all 20 samples drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® cat (clot activator tube) plus blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.